Manufacturer narrative:
The technician found the rocker arm broken at the head end of the stretcher that prevented the brake from engaging. The technician used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the brake is not holding at the head end of the stretcher.